Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was cracked down from tubing guides. The battery was missing. The bottom case had contamination. Crack on the left and right plunger case with ripped case seal. Customers reported issue was not duplicated during start-up and occlusion test. The root cause of the reported issues was not determined because the reported issues could not be duplicated. Actions taken to mitigate the reported issue: replaced main board as a preventative measure. UDI information is unknown.

Event description:
It was reported that positive supply background test event occurred. No patient injury reported.